Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. No accessories were included. A drape switch connector was broken off in the receptacle. A functional evaluation did not reveal any problems. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The device was left pressurized for 10 minutes and each test was repeated. No issues were found. The unit performed as designed with the broken off drape connector in the receptacle. The device also performed as designed with the broken connector removed. The unit worked as designed with the drape and footswitch test jigs. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Event description:
It was reported that the spider was not locking, even tried a different battery and nothing. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.